Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received they changed to a new product to complete the case.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device valve seal disengaged, there was damage on the gas insertion valve and gas could not be injected. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the device noted; the flapper valve was broken. The lock collar, valve doors and trocar balloon appeared intact. The inflation syringe and obturator was not received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged insufflation port may occur when mishandled during clinical application. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.